Event description:
The investigation was concluded on the 27-oct-2020, this supplement report is being submitted to include the investigation conclusions within section h10.

Manufacturer narrative:
Device evaluation: 1 x spsof-7-12 of lot number c1689163 was unavailable for return to cirl for evaluation. This file was created for the break on the initial spsof device which was not used on the patient. An additional file was created for the placed device which was used off label due to its prophylactic use. Documents review including IFU review: prior to distribution all spsof-7-12 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for spsof-7-12 of lot number c1689163 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1689163. The instructions for use, ifu0055-4 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0055-4: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is evidence to suggest that the user did not follow the label as an incorrect wireguide was use. According to the information provided the damage occurred while using the wireguide root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information provided a 0.025" wire guide was used. Summary: complaint is confirmed based on the customer¿s testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
As the final step of ercp, physician tried to insert pancreatic duct stent to prevent post ercp pancreatitis. However, stent pigtail part was broken when they put the wire guide inside the stent. The assistant nurse withdrew the stent out to the wire guide and changed other sps of-7-12 stent and case finished.